Event description:
During the routine follow-up of this device in 2009, a warning message mentioning wrong values in device memory, and standard programming reloading was displayed. Nevertheless, the device could not be interrogated that day. Additionally, no magnet response was observed. A complete reset and re-initialization of the device was attempted four days later, but failed. Therefore, the device was explanted. However, it should be noted that the device won't be available for analysis. The serial number of the device is still unknown

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.